Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported during intraocular lens (iol) implant procedure, the surgeon noticed a wipeable film on the iol which could be removed somewhat after implantation with the bimanual irrigation/aspiration (I/a) handpieces. There was a patient contact and iol had remained in the patient eyes. The procedure was completed on same day without any harm to the patient. Additional information has been requested and received as per surgeon wipeable film on the intraocular lens (iol) was a fine, irregular, structured and thin deposit which can be draw a track with an instrument (example reported as a rinsing handle), so abrasion would be possible. Wipeable film on the iol was visible before contact with viscoelastic. In surgeon own case lens epithelium migration also took place quite quickly on this layer. Surgeon had only seen one case and mostly other patients are referred. Surgeon would not see them again. There are three medical device reports associated with this complaint. This report is 2 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in h.6. On the supplemental medical device report (smdr) 1, the product code of b17 was submitted. It should have been b20. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.